Manufacturer narrative:
Evaluation anticipated, not yet completed.

Event description:
Baxter reported that the home patient (hp) could not conduct therapy. Priming did not begin after setting a yume kit to a yume machine. The solution did not flow; kinks/indentations were not noted in the tubing. Per baxter, it is unknown if the hp attempted to re-prime the homechoice cycler, or if the hp was able to continue pd therapy. No patient injury or medical intervention was associated with this incident per baxter.